Event description:
Initial report came from the hemodialysis patient, who was in the hospital. The patient alleges experiencing the following symptoms, at least twice, during dialysis: itching, burning, diffculty swallowing and tightness in the throat. Per the patient, the treatments were terminated. Patient mentioned being sensitive to polysulfone and polyethylene. The patient stated that these symptoms have not been reported to the physician. The patient would not provide the name of the physician, but did provide the name of the hospital where patient currently was an in-patient.